Manufacturer narrative:
H3: product analysis #258697183:part # kpt1502; lot # 220104586 visual and optical inspection did not reveal any pin holes or rupture points in the ibt balloon or ibt shaft. Functional inspection with a sample syringe confirmed the tip of the balloon was leaking. It appears inner metal shaft/wire of the ibt has been pushed through the balloon causing the leak when pressurized. This is consistent with excessive force when inserting the ibt through the cannula. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturing representative regarding patient with vertebral body fracture suggested for spinal therapy. Procedure used was percutaneous kyphoplasty with bkp. Event occurred intra-op. It was reported that blood was mixed in bkp inflation syringe/ibt (the balloon was checked, and no breakage was noted.) The blood was contained in the inflation syringe. Since the event was noted when the cement had been inserted into the vertebral body, there was no impact on the operation. The information was received from the nurse that when inflating the balloon, the leakage of contrast agent was not noted during the operation,. When sr checked the product, in appearance, the damaged place was unknown. Device is being returned. No further complications or patient symptoms reported. Update; the leakage was unable to be checked.(as the sales rep did not attend the operation, it was confirmed with the stuff in operating room).

Manufacturer narrative:
Foreign source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturing representative regarding patient with vertebral body fracture suggested for spinal therapy. Procedure used was percutaneous kyphoplasty with bkp. Event occurred intra-op. It was reported that blood was mixed in bkp inflation syringe/ibt (the balloon was checked, and no breakage was noted.) The blood was contained in the inflation syringe. Since the event was noted when the cement had been inserted into the vertebral body, there was no impact on the operation. The information was received from the nurse that when inflating the balloon, the leakage of contrast agent was not noted during the operation,. When sr checked the product, in appearance, the damaged place was unknown. Device is being returned. No further complications or patient symptoms reported.